Manufacturer narrative:
Six strips were returned for evaluation. They were observed to have a greenish colored reagent indicating deterioration. Testing with control produced e11, and testing with blood produced e11 and one result high our of spec. E11 indicates the strips were likely exposed to moisture. Retention reagent gave satisfactory performance.

Event description:
A (B)(6) customer received high blood glucose readings on the contour ts. He adjusted his insulin and was hospitalized for treatment. Further information was not provided. The customer returned the test strips for evaluation.